Event description:
It was reported that this right ventricular (rv) lead was dislodged. The rv lead was revised at a posterior date. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.